Manufacturer narrative:
The device was not returned. The lens was returned in a lens case. Viscoelastic is observed dried on the lens. The lens has been cut into multiple pieces (returned). Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. The lens was returned in pieces, which is typical of an insertion and removal. The root cause for the pc-tear cannot be determined. A malfunction was not indicated against the lens or the device. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was inserted into a patient's eye, a posterior capsular tear was noted. The wound was enlarged and the lens was removed. Another lens was implanted into the sulcus. The wound was closed with sutures. Additional information was requested.